Manufacturer narrative:
On 11/20/2015 the field service engineer (fse) found split tubing through pinch valve vl12b. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedure. The beckman coulter internal identifier for this event (B)(4).

Event description:
The customer reported a contained fluid leak from a valve inside the coulter lh750 hematology analyzer while running samples. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.